Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer states one locking caster at the foot of the bed has bent and come off the bed. The consumer states the bed hasn't been moved and has no idea how it happened.